Manufacturer narrative:
Model eb-1570k is available in the USA with a 510k number k131028. We checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the module . In addition, we confirmed that the operation channel perforated, the control body complete corroded, the operation channel leaky, the light guide cable buckled, and the insertion flexible tube (ift) fluid damage; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).